Event description:
Customer experienced discrepant total bilirubin results for one patient sample. Initial result gave 30.1 mg/dl; repeat next day gave 8.0 mg/dl. A new sample was obtained same day as initial testing, giving 8.1 mg/dl. Initial result was reported. The physician questioned the result, and asked for repeat testing. Patient was not treated based on the result. The field service rep was unable to find a root cause. Performance tests were performed, and within spec. If additional info is received, appropriate notification will be provided.